Event description:
Patient status post posterior fusion l3 to s1 returned to surgeon for a post op visit. An x-ray showed the rod pulled out of the screw head. It is not known if the surgeon will revise the patient. This is three of three reports for this event.

Manufacturer narrative:
Add'l info has been requested. Subject device has not been explanted. Synthes is unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be requested.